Manufacturer narrative:
UDI #:(B)(4). Pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a lead haptic of a zcb00 intraocular lens (iol) opened in the anterior chamber rather than the capsular bag. Reportedly, incision was enlarged and sutures were required. A new zcb00 lens was implanted successfully. The patient outcome is reported as fine. No further information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: the intraocular lens was returned to the manufacturer for evaluation and the visual inspection showed that one haptic was broken. The broken haptic piece was not returned. There was no issue with the second lens haptic. Reported broken haptic was confirmed. Reported unfolding issue was not verified in the returned product; however, surface residuals were observed on lens which indicate that the unit was handled. Manufacturing record review for this production order (po) revealed that this serial number lens was manufactured according to specification. Review of the records was performed and there were no associated deviations or non-conformity reports. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number were received. A historical complaint data review was performed and results did not identify any product deficiency. The lenses were manufactured and released within specifications. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, analysis of the return, historical complaint review and non-conformance review, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.